Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent minimum fill notifications occurred after the user filled the cartridge with 300 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. Additionally, air bubbles were observed along the infusion set tubing. Reportedly, when the cartridge in use was loaded, the customer did not perform the air removal process. The customer expelled the air bubbles by priming the tubing, and resumed insulin. Customer¿s blood glucose level ranged between 110-260mg/dl.